Event description:
It was reported via repair work order that the brakes were not holding due to the caster stems being broken. No patient was affected and no adverse consequences or clinically relevant delays were reported.